Manufacturer narrative:
Information provided and examinatioin results are insufficient to determine the cause of this event.

Event description:
The pt experienced hip pain. X-rays revealed migration of the acetabular cup. Revision surgery revealed wear on the lateral aspect of the liner surface.